Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that there was a minimal delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
Correction: this MDR (0001811755-2018-01608) is a duplicate of MDR 0001811755-2018-01593.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that there was a minimal delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.